Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer¿s insulin pump received button error and unexpected restart alarm. The customer¿s blood glucose level was 5.6 mmol/l. The customer reported that the buttons were not responding at all. It was reported that the insulin pump was exposed moisture and heat and received unexpected restart alarm. The customer reported that the time clock was advancing. It was reported that after inserting new battery, pump start counting down and keypad did not respond. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.